Event description:
It was reported that during a routine visit, testing result was found not to be within normal limits. The parents and the child were sent to med-el vienna for further testing. Testing was carried out, which showed short circuits on 11 channels, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.